Event description:
Follow up information received clarified that the ins capacity measurements were performed 4 days post implantation. The measurements have not been re-run since because, the patient was getting proper stimulation. The patient outcome was reported as doing fine. If additional information is received, a follow up report will be sent.

Event description:
It was reported that following implant the patient did not feel stimulation and impedances were all greater than 4,000 ohms except one pair, case <(>&<)> 0, which measured 458 ohms. Impedances were tested at 2.0 volts. During implant the patient and physician were excited because of the good clinical efficacy of stimulation. The implantable neurostimulator (ins) was programmed to 21hz, 210 microsec, and 0.8 volts. The patient felt a low paresthesia in the anal region, though it was not the same stimulation she felt during the trial period. It was also reported that the longevity estimate upon interrogation was 20-35 months and the capacity was 28-49%. The neurostimulator had also been programmed to 0+ 3- at 14 hz, 210 microsec, and 1.1 volts. The ins was reprogrammed on (B)(6) 2012, but it was unclear which set of parameters previously noted was the initial set of parameters and which set of parameters were the new settings. Therapy impedances with the parameters of the initial programming resulted in impedances greater than 4000 ohms, while therapy impedance with the final reprogramming was 458 ohms. The manufacturer representative had 'doubts about the lead' but they were not confirmed. Impedances could not be tested beyond 2.0 volts because the patient felt a shock during the case-0 test. It was suspected there were problems with conductors #1-3. Additional information received reported the device was reprogrammed to achieve clinical efficacy, thus the physician decided not to 'recall' the patient at that time. There were no interventions performed. Impedances continued to be out of range except for case-0.

Manufacturer narrative:
(B)(4). Lead model 3889-28, lot# unknown, implanted unk, explanted unk.